Event description:
It was reported that the mentioned device showed just a black screen and gave alarm signals. It could not be shut down. However, it was possible to switch it off using the main switch ( rocker switch). Ventilation continued to operate. No health consequences for the patient were reported.

Manufacturer narrative:
The logbook of the affected evita v800 device was made available for the investigation. In addition, the device was examined on site by a dräger service technician, who was unable to detect any deviations. Even after several hours of testing, the described behavior could not be reproduced. Since the logbook also shows no indication of a device failure, the only plausible explanation for the behavior described is a temporary malfunction of the display unit's backlight. The device was returned by dräger service in complete functioning status for further use. If the backlight of the display unit (ecd) partially fails, the display is only partially visible. Since the user interface is partially invisible, the user may not be able to operate the device. Therefore, the user must consider using another device. Safety-related parameters such as fio2, minute volume, or airway pressure are shown on the additional yellow/green oled display, where the user can monitor the ongoing ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the mentioned device showed just a black screen and gave alarm signals. It could not be shut down. However, it was possible to switch it off using the main switch ( rocker switch). Ventilation continued to operate. No health consequences for the patient were reported.